Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that while troubleshooting the coulter lh750 hematology analyzer for aspiration errors, customer discovered a leak near the shear valve. Customer could not locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a slow diff (differential) lyse reagent leak near the diff heater. The fse also determined that the aspiration errors were due to the shear valve, which required replacement. Fse replaced the diff lyse tubing and the first shear valve ((B)(4)), which resolved the instrument error and leak issues. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issues. The root cause of the leak is attributed to the shear valve not moving to the correct position, which then resulted in a small hole in the diff lyse tubing.